Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue. In addition to the above evaluation, blower assembly, stirring fan (attaches to motor), stirring fan retainer, flow sensor assembly, tubing kit, blower bellows, o2 low flow elbow and tube, bellows, enclosure top plate, base enclosure kit, including faa label kit, rear enclosure with seam gasket, and exhaust fan assembly and front enclosure for tobacco contamination, which was not related to the malfunction/issue.